Manufacturer narrative:
Section a: there was no patient involvement. Manufacturer's investigation conclusion: the reported event of an m1 motor alarm was unable to be confirmed. The centrimag 2nd generation primary console was not returned for analysis. Information provided by the account stated that no log files were available, no patients were involved with the event, and the m1 alarm was identified during circuit priming. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the centrimag console and was found to pass all manufacturing and qa specifications before being shipped to the customer. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual section 12.1 ¿ "appendix I ¿ 2nd generation centrimag primary console alarms and alerts" cover all alarms (auditory and visual), including motor related alarms, and the appropriate actions to take if the issue does not resolve. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the customer's centrimag had a motor fault, with the console showing a m1 motor alarm during circuit priming.

Event description:
It was reported that the customer's centrimag had a motor fault, with the console showing a m1 motor alarm.

Manufacturer narrative:
D4: the device serial and lot number were not provided, and the manufacture (h4) and expiration dates could not be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.